Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: stapler is not closing the staple. No pt injury reported. Pt currently condition is fine.